Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Investigation summary: in response to your complaint, we performed a review of the package insert (pi) for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. The information you provided has been documented and will continue to be monitored. Root cause: customer procedural error source: phone.

Event description:
Cvs sars otc consumer states that she did not read instructions carefully and accidentally placed the test strip into her nose instead of swab. Customer inquiring if there are any hazardous materials in test strip. Customer states that test strip never made contact with liquid, went straight out of pouch and then into her nose. Tss informed customer that there are no known hazards in strip, however test may not work as intended due to this error.